Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer provided the results of the sample analysis which stated the air/water channels were contaminated with 100 ufcs of enterobacter cloacae and the operator channel was 6 ufcs. The results also stated the sample was unsatisfactory for analysis parameters. The customer confirmed use of aniosyme x3 detergent for cleaning, albyn medical was used for bedside pre-cleaning practices, and peracetic acid was used for disinfection of the device. The customer also stated the biopsy valve, air valve and suction valves were automatically disinfected and sterilized using the poka yoke getinge automated endoscope reprocessor with poka yoke dlc detergent, aperlan a/aperlan b disinfectant and the storage of the device was in an olympus endoscope drying cabinet. Olympus cleaned, disinfected, and sterilized the device and re-tested the device. The results were normal and no microbial contamination was found. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the device had microbial contamination upon routine microbiological testing. The device was returned to olympus for further evaluation. No patients were involved.

Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was lifted the objective and light guide lenses glue was worn out and the switch button one rubber was dented. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.